Event description:
It was reported that, during a lap cholecystecotmy procedure, a clip came off the cystic duct. Extra clips were fired on the cystic duct to complete the case. No pt consequence reported.